Event description:
This lead was implanted on (B)(6) 2012 and was capped on (B)(6) 2013 due to patient condition. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).